Event description:
It was reported the device was dropped and the case was damaged. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper case is damaged. Lower case, one side bail cover, ring cover, and battery drawer are broken. Battery release, heart block, lead flex cover, and heart lead flex are contaminated. The ring is bent.